Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking/jolting sensation in the vaginal area while having a bowel movement. Her stimulation was at 1.6 volts but was too high and felt the shocking. She did feel comfortable at 1.4 volts but that did not control her urinary issues. She had tried other groups that she was programmed with but none worked as well as the current program. She was re-directed to her healthcare professional. Further info was requested.